Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) could not cycle and present a fluid loss due to a hole in the pump tubing. A surgical procedure was performed to replace the system. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.